Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient did not know what caused the change in stimulation and that they called the manufacturer and were talked through how to change it back. The issue had been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient stated "all of a sudden" today (B)(6) 2018 he felt stimulation very strong. The patient stated he had been on group b and adaptive stimulation was not on but when he connected he saw that adaptive stimulation was active. The patient was not doing any particular activity when it occurred. It was verified that stimulation was on. The patient's adaptive stimulation (as) was on. The patient was walked through turning as off and confirmed that as was turned off. The patient was advised to notify their doctor about the change in therapy. No further complications were reported. No additional patient symptoms were reported.